Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and migraine ("migraines/headaches"). In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6)2010, the patient was found to have weight increased ("weight gain") and experienced pulmonary embolism ("pulmonary embolism disease"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced anxiety ("anxiety"). In (B)(6)2018, the patient experienced tooth disorder ("dental problems"). In (B)(6)2018, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6)2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial infection ("bacterial infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems"), pelvic mass ("lumps in pelvis"), hypoaesthesia ("numbness in face"), inflammation ("inflammation throughout body"), menstrual cramp ("dysmenorrhea (cramping)"), deep vein thrombosis ("deep vein thrombosis"), abdominal pain lower ("pain: lower abdominal") and cystitis ("acute cystitis") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, iron deficiency anaemia, dysmenorrhea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, bacterial infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, pelvic mass, hypoaesthesia, inflammation, menstrual cramp, vaginal haemorrhage, rash, anxiety, migraine, deep vein thrombosis, pulmonary embolism, abdominal pain lower and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, deep vein thrombosis, dermatitis allergic, dysmenorrhea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic mass, pelvic pain, perforation, psychological trauma, pulmonary embolism, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and menstrual cramp to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia(painful sexual intercourse) ,apareunia , pelvic pain abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infect, uti, vaginal infection vaginal discharge, lumps in pelvis, numbness in face, and inflammation throughout body. The patient did not have her essure removed, however, is currently planning for removal due to pains and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, anxiety, and vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical record received. Events¿ dysmenorrhea (cramping), abnormal bleeding (vaginal), rash, acute cystitis, anxiety, migraine/headaches, deep vein thrombosis, pulmonary embolism, pain: lower abdominal, and plaintiff did not undergo essure confirmation test were added. Patient demographics and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced pulmonary embolism ("pulmonary embolism disease"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial infection ("bacterial infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems"), pelvic mass ("lumps in pelvis"), hypoaesthesia ("numbness in face"), inflammation ("inflammation throughout body"), menstrual cramp ("dysmenorrhea (cramping)"), deep vein thrombosis ("deep vein thrombosis"), abdominal pain lower ("pain: lower abdominal") and cystitis ("acute cystitis") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, iron deficiency anaemia, dysmenorrhea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, bacterial infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, pelvic mass, hypoaesthesia, inflammation, menstrual cramp, vaginal haemorrhage, rash, anxiety, migraine, deep vein thrombosis, pulmonary embolism, abdominal pain lower and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, deep vein thrombosis, dermatitis allergic, dysmenorrhea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic mass, pelvic pain, perforation, psychological trauma, pulmonary embolism, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and menstrual cramp to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia(painful sexual intercourse) ,apareunia , pelvic pain abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infect, uti, vaginal infection vaginal discharge, lumps in pelvis, numbness in face, and inflammation throughout body. The patient did not have her essure removed, however, is currently planning for removal due to pains and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced pulmonary embolism ("pulmonary embolism disease"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial infection ("bacterial infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems"), pelvic mass ("lumps in pelvis"), hypoaesthesia ("numbness in face"), inflammation ("inflammation throughout body"), menstrual cramp ("dysmenorrhea (cramping)"), deep vein thrombosis ("deep vein thrombosis"), abdominal pain lower ("pain: lower abdominal") and cystitis ("acute cystitis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the perforation, heavy menstrual bleeding, iron deficiency anaemia, dysmenorrhea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, intermenstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, bacterial infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, pelvic mass, hypoaesthesia, inflammation, menstrual cramp, vaginal haemorrhage, rash, anxiety, migraine, deep vein thrombosis, pulmonary embolism, abdominal pain lower and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, deep vein thrombosis, dermatitis allergic, dysmenorrhea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, inflammation, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic mass, pelvic pain, perforation, psychological trauma, pulmonary embolism, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and menstrual cramp to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia(painful sexual intercourse) ,apareunia , pelvic pain abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infect, uti, vaginal infection vaginal discharge, lumps in pelvis, numbness in face, and inflammation throughout body. Essure insertion date provided in pif : (B)(6) 2009(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter added. Essure removal details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and migraine ("migraines/headaches"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced pulmonary embolism ("pulmonary embolism disease"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced dysmenorrhea ("dysmenorrhea (cramping)"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial infection ("bacterial infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems"), pelvic mass ("lumps in pelvis"), hypoaesthesia ("numbness in face"), inflammation ("inflammation throughout body"), menstrual cramp ("dysmenorrhea (cramping)"), deep vein thrombosis ("deep vein thrombosis"), abdominal pain lower ("pain: lower abdominal") and cystitis ("acute cystitis") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, iron deficiency anaemia, dysmenorrhea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, bacterial infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, pelvic mass, hypoaesthesia, inflammation, menstrual cramp, vaginal haemorrhage, rash, anxiety, migraine, deep vein thrombosis, pulmonary embolism, abdominal pain lower and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, bladder disorder, cystitis, deep vein thrombosis, dermatitis allergic, dysmenorrhea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic mass, pelvic pain, perforation, psychological trauma, pulmonary embolism, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and menstrual cramp to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia(painful sexual intercourse) ,apareunia , pelvic pain abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infect, uti, vaginal infection vaginal discharge, lumps in pelvis, numbness in face, and inflammation throughout body. The patient did not have her essure removed, however, is currently planning for removal due to pains and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, anxiety, and vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical record received. Events¿ dysmenorrhea (cramping), abnormal bleeding (vaginal), rash, acute cystitis, anxiety, migraine/headaches, deep vein thrombosis, pulmonary embolism, pain: lower abdominal, and plaintiff did not undergo essure confirmation test were added. Patient demographics and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), bacterial infection ("bacterial infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problems"), visual impairment ("vision problems"), pelvic mass ("lumps in pelvis"), hypoaesthesia ("numbness in face") and inflammation ("inflammation throughout body") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, bacterial infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, pelvic mass, hypoaesthesia and inflammation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypoaesthesia, inflammation, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic mass, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia(painful sexual intercourse) ,apareunia , pelvic pain abdominal pain, back pain, psych injury, bladder problems, urinary problems, bladder infect, uti, vaginal infection vaginal discharge, lumps in pelvis, numbness in face, and inflammation throughout body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: events per pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, rash/skin condition, psych injury, perforation- other, bladder problems, urinary problems, bladder infect, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes ,headaches, nausea, neurological condition problems, vision problems, weight gain, lumps in pelvis, numbness in face, and inflammation throughout body were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.